Event description:
It was reported that (1) tsb45 and (1) tr45b were used during a laparoscopic appendectomy procedure. It was reported by the rep that the surgeon used 2 cartridges and got bleeding at the staple line. The procedure was finished with another clip and there was no consequence to the pt.